Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) was found to have a display that was not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h10 and h11corrected fields: d1and d4--unique identifier (UDI) #

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue.it was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) was found to have a display that was not working. There was no patient involvement. A getinge field service engineer checked and reconnected the video cable and display working satisfactory. Found key pad not responding and key pad controller pcb defective. Need to replace key pad controller pcb. The service repair not yet completed because the customer had not yet procured the spares.